Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. There were components missing from the returned device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. UDI# (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was performing a meniscal repair and once the pilot hole was drilled the anchor was passed and malleted in. When the surgeon pulled to "set" the anchor the construct pulled out but the suture "sleeve" remained in the pilot hole. Another anchor was used to complete the procedure. A delay of no more than 3-5 minutes occurred. Attempts have been made and additional information on the reported event is unavailable at this time.